Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had difficulty reading street signs, computer screen hazy, always sees halos, severity worsening, light sensitivity. The iol was exchanged for monofocal lens model approximately 4 months following the initial implant procedure. The clinical reason for explant was blurred vision. Additional information has been requested.

Event description:
Additional information has been requested and received stating replaced with non company intraocular lens.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 23.5 diopter (add power +2.2/+3.2) lens was replaced with a 23.5 diopter, non-company, monofocal lens model. The account indicated the product was not available to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).